Event description:
It was reported that the user experienced sustained hyperglycemia following initial training while using the ilet with subcutaneous insulin, with blood glucose over 400 mg/dl for approximately six hours despite two infusion set changes; the first set was not inspected on removal, the second appeared straight, and the user administered a manual insulin injection, disconnected for about 90 minutes, then reconnected with a new cartridge and returned to range. Symptoms included thirst and dry mouth consistent with hyperglycemia. Outcomes included no hospitalization and recovery of glucose control after troubleshooting. Investigation included troubleshooting and education with replacement infusion sets arranged for shipment. Investigation of this case revealed that the cause of hyperglycemia was unclear, with possible infusion set or cannula performance issues not confirmed on inspection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.